Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both essure device in fragments') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted for essure removal date- (B)(6) 2019, (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('both essure device in fragments') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted for essure removal date- (B)(6)2019, (B)(6)2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: mr received. New event added- device breakage. Reporter information added. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.